Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call emergency medical response was needed due to a low blood glucose level. The customer reported having infusion set issues where insulin was not being received. The blood glucose value at the time of the incident was 20 mg/dl. The customer became unconscious and had a seizure. The paramedics tried treating the low blood glucose level, which made the blood glucose level rise to 650 mg/dl and 700 mg/dl. The customer did troubleshoot the low blood glucose level. The customer was treated with intravenous insulin to reduce the high blood glucose and given carbohydrates to correct the low blood glucose level. The customers current blood glucose level was unknown. The insulin pump will not be returned for analysis.